Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: we have received the synream flexshaft (352.040 / l125923) for investigation, here is the statement: upon visual inspection of the received synream flexible shaft has shown that one prong is broken off, the prong was not sent back for evaluation. The remaining three prongs are slightly bent. In general is the flexible shaft in a used condition, the hexagon at the distal end is worn and has some dents from use, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 99 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2016 according to the specification. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The relevant dimensions cannot be verified anymore due to the damage. To prevent such problems, it is necessary worn or damaged instruments to replace. As it got reported that it was an application error by the sterilization process preoperative without patient involvement. ¿the synream flexible shaft head was broken during the process of auto clave. No patient was involved.¿ based to the mentioned findings, no further investigation will be done, no product fault could be detected. No corrective action required. As raw material and hardness was noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: 352.040 - l125923. Manufacturing location: (B)(4). Manufacturing date: 15.nov.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported from the surgeon of the hospital that the synream flexible shaft head broken during the sterilization process; process of auto clave. No patient was involved. This complaint involves one part. This report is 1 of 1 for (B)(4).